Event description:
It was reported that the patient had sensations like little waves from the heart valves to the device that lasted about four seconds. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.